Event description:
According to the literature, a retrospective study analyzed surgical outcomes in patients who underwent living donor hepatectomy between july 2018 and april 2023. There were 215 patients in the study, including 48 laparoscopic and 167 open donor hepatectomies. In all patients, the device and an ultrasonic aspirator were used during liver transection. Complications included: bile leak and bleeding. Conversion to open was required to treat intraoperative bleeding; reoperation and blood transfusions were required for postoperative bleeding. Percutaneous drainage by interventional radiology was required to resolve bile leak in three patients.

Manufacturer narrative:
D10 concomitant products: literature events: author: ismail tirnova, altan alim, cihan karatas akin akbulut, baris demir, aydin alper, turan kanmaz title: complications of laparoscopic and open donor hepatectomy for living donor liver transplantation: single center experience source: doi: 10.6002/ect.2023.0241. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.